Event description:
Note: the event occurred during in 2007; the actual date is unknown. Approx three months later, it was reported to boston scientific corporation that an esophagogastroduodenoscopy procedure to place a endovive safety peg enteral feeding device was performed (patient age, gender, and weight unknown). According to the complainant, "the scalpel was in the lock(ed) position and would not open, the physician cut himself trying to open the scalpel. Hospital protocol regarding cuts/needle sticks was followed and no further intervention was required." The physician completed the procedure using a second scalpel (product and manufacturer unknown).

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation. A device analysis will not be performed; therefore, the relationship between the device and the reported event is unknown; however, a CAPA is in progress to address this failure mode. The lot number of the suspect device was not provided; therefore, the customer's shipment history was reviewed to identify a potential lot number for the suspect device. Three lots shipped to the customer, prior to the reported incident, were identified. The device history record for each of these lots was reviewed; no anomalies were noted. A search of the complaint database revealed no additional complaints have been reported for these same lots. The october 2007 15-month initial g-tube enteral feeding product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.